Event description:
According to the literature, a prospective case study including 10 cases of total thyroidectomy for papillary thyroid cancer was completed between march and december 2022. Ligasure small jaw was used in patients operated on between november and december 2022. Complications include postoperative hypocalcemia in all cases and stridor in one case. Interventions mentioned include oral or intravenous calcium supplements for hypocalcemia with unknown interventions for stridor. Thyroidectomy complications after ligasure small jaw use, case series, prospective study; mohammad bukhetan alharbi; 2025; reviews on recent clinical trials, xxxx, vol. 00, no. 00.

Manufacturer narrative:
Mohammad bukhetan alharbi. Thyroidectomy complications after ligasure small jaw use, case series, prospective study, 2025. Https://c reativecommons.org/licenses/by/4.0/legalcode medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.